Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 199 mg/dl. The customer stated that they had the device in their pocket all day. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resister gold. Unable to perform excessive no delivery test due to prime anomaly. No motor error was noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.